Event description:
A report was received that the patients ipg had flipped which resulted to difficulty charging. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.